Manufacturer narrative:
Date of event is unknown; however, from the date of manufacture to date cook employee was aware is 2 months. (B)(4). Event is still under investigation at this time.

Event description:
A patient underwent a radial approach for cardiac catheterization and during removal of the wire, there was a severe spasm radial artery and the wire began to unravel, then broke off. Resistance was encountered during removal of the wire. The patient was sent to the or for removal of the wire. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.